Manufacturer narrative:
(B)(4). Teleflex received this complaint via notification from surgical materials testing laboratory in the (B)(6), which apparently received the device/complaint from the customer. The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigaion into this complain is still in progress.

Event description:
Customer complaint alleges " there was a leak noted on ventilation, hole spotted above the cuff inflation line." There was no report of patient injury. There was no report of necessary medical intervention.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No sample was returned for evaluation; therefore, one representative sample was selected from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of the production sample was then inflated to 25mbar with a calibrated endotest. The cuff remained inflated for 30 minutes and no issues were detected. The sample was then immersed in water and no leaks were detected coming from the cuff. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
Customer complaint alleges " there was a leak noted on ventilation, hole spotted above the cuff inflation line." There was no report of patient injury. There was no report of necessary medical intervention.